Manufacturer narrative:
D4 (catalog & serial) has been updated. H6 (health effect - impact code) has been added. Ppae (sepsis): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B5: additional information received.

Event description:
Additional information was received from the complainant reporting "no interventions were taken to address the complaint; patient was treated medically. The device is not available for return, no kit needed."

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 67-year-old male with a medical history significant for ischemic cardiomyopathy with heart failure and reduced ejection fraction of approximately 10 percent, coronary artery disease status post percutaneous coronary intervention in 2022 and 2024, mitral valve repair with mitraclip in 2023, biventricular implantable cardioverter defibrillator, hypertension, hyperlipidemia, atrial fibrillation, diabetes mellitus, and obstructive sleep apnea received an impella 5.5 pump 1 device (serial number (B)(6) for temporary mechanical circulatory support. The indication for use was cardiogenic shock secondary to an acute myocardial infarction. Prior to impella implantation, the patient underwent a scheduled right heart catheterization on (B)(6), which demonstrated elevated filling pressures and low cardiac output. A pulmonary artery catheter was left in place, and the patient was admitted for diuresis. The patient was being evaluated for heart and kidney transplantation and was initiated on milrinone and dopamine for a cardiac index of 1.8 liters per minute per square meter. At the time of impella 5.5 pump 1 device initiation, the patient was classified as society for cardiovascular angiography and interventions stage d cardiogenic shock. On post-implant day nine, the patient developed bacteremia. Blood cultures were obtained and were pending, with subsequent concern for an infected cardiac pacemaker lead. The patient was placed on contact precautions, and plans were made to replace vascular lines and consider device exchange if the infection persisted. The physician documented understanding of the impella instructions for use, including indications and recommended duration of support. The long-term treatment goal remained heart transplantation. The patient continued on impella 5.5 pump 1 support for an additional six days before device exchange. The patient was successfully transitioned to impella 5.5 pump 2 (serial number (B)(6). Approximately 18 days later, a placement signal not reliable alarm was reported. The care team was informed that sensor-related alarms do not impact pump function, as described in the impella instructions for use. Alarm functionality and monitoring recommendations were reviewed, and no patient harm was reported for event. The care team was instructed on disabling the audible alarm. Nine days later, an elevated purge pressure alarm greater than 1100 mmhg with low purge flow was reported. No kinks were observed in the purge line. Tissue plasminogen activator protocol was recommended and followed, with resolution of the issue, it appears as no further alarms were reported. The patient remained on impella 5.5 pump 2 support for an additional 41 days. Care was subsequently withdrawn, and the patient expired. Infection is a known risk associated with impella support, vascular access, and prolonged mechanical circulatory support. This event represents a serious injury associated with impella 5.5 pump 1. Regarding impella 5.5 pump 2 and the high purge pressure and placement signal not reliable alarm, these incidents were managed per instructions and appear to have been successfully resolved based on the information available. These device malfunction events are unlikely associated with the patient's outcome. However, for reporting purposes, the death is attributed to impella 5.5 pump 2, as this device was in use at the time of patient expiration. In this case, the patient¿s underlying cardiac and systemic conditions contributed most to the demise outcome. This even story involves two product complaints. Please relate manufacturing report numbers.: impella 5.5 pump 1 (B)(4): serious injury. Impella 5.5 pump 2 (B)(4): death.

Manufacturer narrative:
Corrected information was provided in d4 (primary UDI number). Upon review, the section d UDI number has now been updated. Corrected information was provided in h4 (device manufacture date). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information was provided in b5 (event description). Upon review, it was added due to new information received. Recaptured codes on h6 (health effect - impact code).

Event description:
Additional information was received stating that the patient developed bactermia.